Event description:
The pt reported consistently having erratic blood glucose readings since she began using her insulin infusion device. She stated she went to the doctor yesterday, and the doctor's assistant advised her to switch to her backup infusion device. She said she did so, and her blood glucose levels have been consistent and within her normal range. The pt refused any troubleshooting stating, "I've been diabetic all my life" and "this isn't normal." The product was replaced and requested to be returned for evaluation.